Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer changed the supplies and noticed air bubbles in the new tubing. The customer's blood glucose level was 250 mg/dl and it was addressed by priming the line and delivering a bolus. Reportedly, the customer disconnected from the pump to play soccer/shower and reported seeing air bubbles in the tubing when they went back to the pump.